Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. Notable data indicated that there were 285 low impedances since the lead warning. The lead remains in use. No patient complications have been reported as a result of this event.